Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer was provided with a quote for repair. However, the customer declined to proceed with repairs. No further info is available.